Manufacturer narrative:
As reported, post usage of arista ah concern for residual material being on the bowel. Based on the event as reported, the issue resolved and the doctor did not consider the complications to be due to residual arista ah at the site causing or contributing to the ¿strong adhesion in the mesentery of the small intestine" as it resorbed in 48 hours. It is not known how much arista ah was applied at the site and if the residual material was removed. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, "rarp implemented 2 weeks ago. It was reported that there was some oozing around the closure hole and finished without cleaning. It was reported that there was a strong adhesion in the mesentery of the small intestine. It was reported that the surgeon that it was not caused by arista because it was absorbed in 48 hours. The problem has been resolved as of now." It was reported that the surgeon is an experienced user.